Event description:
This unsolicited case from united states was received on 13-dec-2017 from nurse this case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had difficulty walking and increased pain. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: not reported) for oa (osteoarthritis) knee pain bilaterally. On an unknown date in 2017, after unknown latency, patient had increased pain and difficulty walking. Patient came in for a follow up appointment on (B)(6) 2017 and was given a cortisone injection. Patient seemed to be doing better now. Corrective treatment: cortisone injection for increased pain and difficulty walking; not reported for device malfunction. Outcome: recovering for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced difficulty walking and knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.

Event description:
This unsolicited case from united states was received on 13-dec-2017 from nurse this case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had difficulty walking/difficulty moving and increased pain/extreme pain. Also, device malfunction was identified for the reported lot number. Patient had hypertension, depression and osteoarthritis. Patient had allergy to codeine-rash. Concomitant medications include meloxicam for osteoarthritis; fluoxetine for depression; propranolol for blood pressure and curcuma longa rhizome (turmeric). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: 31-may-2020) for oa (osteoarthritis) knee pain bilaterally. On the same day, after receiving injection, patient had increased pain and difficulty walking. Patient had extreme pain and difficulty moving. Patient came in for a follow up appointment on (B)(6) 2017 and was given a cortisone injection. Patient was given bilateral steroid injections with 4 cc 1% lidocaine and 2 cc kenelog. Patient was also given a prescription for norco 5mg/325 mg. Patient seemed to be doing better now. On an unknown date in (B)(6) 2017, patient recovered from the events corrective treatment: not reported for device malfunction; cortisone injection, lidocaine; triamcinolone acetonide (kenalog); hydrocodone bitartrate/paracetamol (norco) for rest events outcome: recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all events. Follow up information was received on 29-dec-2017. Global ptc number was added. Text amended accordingly. Additional information was received on 29-jan-2018. Verbatim was updated for the events of increased pain to increased pain/extreme pain; difficulty walking to difficulty walking/difficulty moving. Medical history and concomitant medications added. Outcome updated for all events; event start date and latency updated. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 29-jan-2018: the follow up information does not change previous case asessment. This case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced difficulty walking and knee pain. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the event and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.